Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedance measurements on a non-boston scientific right ventricular (rv) lead in triad configuration and in coil to can. As a result the non-boston scientific lead was partially abandoned and a previous non-boston scientific lead that was previous abandoned was used as the pace/sense portion. Another non-boston scientific lead was implanted for shocking purposed. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.